Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the ostium of the left anterior descending (lad) artery. The lesion was reported to be moderately tortuous, mildly calcified with 50% stenosis. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. There were no difficulties noted when removing the protective sheath. The device was inspected with no issues. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. It was reported that the doctor was trying to the deliver the stent to a more distal lesion. Resistance was encountered in the proximal lad. The doctor pulled the catheter out and then tried to balloon the lesion but he could not pass the balloon. They did not realize that the stent had come off since they could not see it in the patient. The technician looked at the catheter outside the body and noticed the missing stent. They then ivus'd and saw the dislodged stent in proximal lad, it was not deployed. Another stent was deployed over the dislodged stent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: numerous kinks were evident on the hypotube. Visual inspection confirmed that the stent was not present on the balloon. Stent crimp impressions were visible on the exposed balloon surface. Dislodged stent did not return for analysis. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.